Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.

Event description:
It was reported while taking the coil out of the dispenser, the physician noticed the implant coil was already detached in the package. The device was not used in the pt.